Event description:
A nurse reported that there was leaking of the trocar cannula during a vitreoretinal procedure. No patient harm was reported. Additional information was requested. A product sample was not retained.

Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device record history reviews are not possible. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).